Manufacturer narrative:
The customer did not wash his hands prior to testing. As per contour next user guide, "wash and dry hands well before handling to keep the meter and test strips free of water, oils and other contaminants." The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
An advocate reported that within 2 minutes, the customer obtained blood glucose readings of 405 mg/dl and 129 mg/dl on the contour next meter. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. Replacement meter kits and test strips were sent to the advocate.

Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. No test strips were returned. Therefore, the in-house test strips from lot # 9fpeg18b were used to perform in-house testing. The returned meter was tested with the in-house test strips using a blood sample, which gave a satisfactory performance.